Event description:
On (B)(6) 2013, groshong PICC was inserted via inguinal approach. It was reported that the stylet hat remained in the patient. The patient was transferred to another facility where removal procedure was performed. The patient expired around that time. Cause of death is unknown at this time. It is unknown why the catheter was placed in the inguinal vein but it was inserted by a neurosurgeon. No other information is available at this time.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the patient's family may keep the stylet, return is unlikely. A lot history review (lhr) reviews is not possible, as no manufacturing lot number has been provided by the complainant.